Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead became dislodged following initial implant procedure. Dislodgement was noted during post-implant chest x-ray, before the patient returned to his room. The patient was returned to the catheterization lab, where the lead was successfully re-positioned. The patient was stable.